Event description:
It was reported that a vns pt would experience jaw pain during device stimulation. Device diagnostics were performed and high lead impedance readings were obtained. There were no reports of pt manipulation or trauma that could have caused the event nor were there any casual or contributory medication or programming changes that preceded the onset of the event. The pt has been programmed off and is scheduled for lead revision surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.